Event description:
States sn #(B)(4) is beeping repeatedly without an error message. States she attempted to reset her pump by switching out battery but still beeping repeated (no error message). Sending replacement pump. The product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Diagnosis or reason for use: pah. Strength: 10mg/ml.